Event description:
One of our nurses was attending to a patient and had a significant anaphylactic reaction to what he believes to be a gown he was wearing as ppe. The gown was sourced through medline and of course has a disclaimer on the box indicating that the gowns were latex free. The nurse is allergic to latex. We pulled all the remaining stock from all of our units and offices and made medline aware of the event. We tried to reach a medical director but medline claims to not have one. They have assured us they are looking into the situation.

Event description:
One of our nurses was attending to a patient and had a significant anaphylactic reaction to what he believes to be a gown he was wearing as ppe. The gown was sourced through medline and of course has a disclaimer on the box indicating that the gowns were latex free. The nurse is allergic to latex. We pulled all the remaining stock from all of our units and offices and made medline aware of the event. We tried to reach a medical director but medline claims to not have one. They have assured us they are looking into the situation.